Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed external flash error. The patient's blood glucose at the time of incident was 99 mg/dl. The insulin pump display flashed the number "5" and then started counting; the customer then had to set the time, date, and basal rates again. The bolus settings were removed as well. Troubleshooting was initiated. The customer was assisted with rewinding the device and reprogramming the insulin pump. The customer also mentioned that the outer edge of the reservoir compartment was cracked; she cited wear and tear as the cause. A self test was performed and the device passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No check settings alarm or external flash crc error alarm anomaly was noted during testing. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current tests were normal. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.